Event description:
It was reported from the manufacturer representative (rep) that the patient has implantable neurostimulator (ins) implanted on left chest. Caller reported patient's last impedance check was (B)(6) 2022: c3 744 ohmsc2: 781 ohmsc1 757 ohms2/3: 981 ohms. Caller reported pre-op impedance: electrode 2/3: 68 and 70 ohms electrode c1: 793 ohms electrode c2: 782 ohms electrode c3: 787 ohms electrode 1/2: 1006 ohms caller reported patient had a fall on (B)(6) 2022. The patient is programmed: using c+1-2-1.9ma/440pw/130hz2.7ma/60pw/130hz. The therapy is controlling patient's symptoms. The patient moves their neck and arm impedance show: 2/3: 64 ohmsc2: 785 ohmsc3: 791 ohmsc1: 791 ohms2/3: 82 ohmsc3: 1057 ohmsc2: 781 ohmsc1: 785 ohms. No symptoms reported. Additional information was received from the rep. The cause was not determined but the patient mentioned she has fallen in the past. No actions taken as the impedance issue was not affecting the patient's therapy. The issue did not resolve, stayed the same after the battery was replaced due to normal battery depletion. This information was confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.